Manufacturer narrative:
There is insufficient information to perform an investigation. Correction: product name.

Event description:
Tampon string was messed up [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon string was messed up. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon string was messed up [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon string was messed up. No injury reported.